Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received form the (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device could not insert a cutter. It is known that he device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.